Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the cartridge was reloaded and resumed insulin to address the issue.